Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter additional email address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that microbore extension set, IV connector,.f leaked. The following information was provided by the initial reporter: material no: mz9226 batch no: unknown. Verbatim: [event 1] at beginning of dayshift pt soiling bed and area proximal to face and cvc lines noted to be damp, thought to possibly be drool. P/ linen change, rn starting IV seizure meds. At aprox 0930, linens under cvc lines noted to be damp once more, rn noting filter section of syringe med tubing appears to be leaking. Line changed. Defective line saved for management. No further dampness noted. Pt had issues overnight c/ increased seizure frequency, picu team notified of possible role leaking med line may have played.

Event description:
It was reported that microbore extension set, IV connector,.f leaked. The following information was provided by the initial reporter: material no: mz9226 batch no: unknown. Verbatim: [event 1] at beginning of dayshift pt soiling bed and area proximal to face and cvc lines noted to be damp, thought to possibly be drool. P/ linen change, rn starting IV seizure meds. At aprox 0930, linens under cvc lines noted to be damp once more, rn noting filter section of syringe med tubing appears to be leaking. Line changed. Defective line saved for management. No further dampness noted. Pt had issues overnight c/ increased seizure frequency, picu team notified of possible role leaking med line may have played.

Manufacturer narrative:
H.6. Investigation: the customer reported leakage at the filter, and returned one used sample of material #mz9226. The returned sample verified leakage when primed with blue dye water. The filter was primed with blue dye water and was clearly leaking from the air vent membrane. The filter was sent to the supplier for further investigation, and they found that after an hour of flushing and then allowing the filter to dry, the filter did not leak. This shows that the residue of drug/solution used by the customer compromised the hydrophobicity of the air vent membrane, as after flushing out the drugs it did not leak. A device history record review could not be performed on material #mz9226 because a valid lot number was not provided by the customer. The root cause is determined to be incompatible drugs/solutions applied by the end user. Filters vents ¿wet out¿ and leak when used with substances with a surface tension under 27 dynes. H3 other text : see h.10.